Event description:
A healthcare professional reported that this was a mechanical thrombectomy of internal carotid artery to treat acute ischemic stroke using combined technique. At the 1st pass, the embotrap iii 6.5 mm x 45 mm (product code: et309645, lot number: 25m087av) was pulled into the cereglide 71 aspiration catheter and removed from the patient¿s body. A small thrombus retrieval was observed and the embotrap appeared to be damaged like ¿fray¿. Recanalization was not achieved. 2nd pass was performed using only the cereglide 71 by adapt technique. No thrombus was retrieved. 3rd pass was performed using preset and the cereglide 71 by combined technique. Thrombus was retrieved and recanalization was achieved. The procedure was completed. There was no negative impact to the patient. It is unknown of a continuous flush was done. Other concomitant device was emboguard 95cm balloon catheter. The devices were used according to the instructions for use (IFU). Additional event information received on 08-jun-2026 confirmed that the procedure was completed at the 3rd pass using preset and the cereglide 71 by combined technique. Thrombus was retrieved and recanalization was achieved. No follow-up interventions are required. There had not been any packaging issues, the labeling was correct, the inner pouch was securely sealed. There was no evidence of device contamination. No foreign material was found. Additional event information received on 01-jul-2026 reported that it is unknown if there was a kink on the device tip, however, stent part was damaged. The tip was not noted to be crushed or compressed. Fracture or crack was not confirmed, but there is a possibility that part of the stent was broken. There was no kink on the device shaft. The shaft was not noted to be crushed or compressed. There was no fracture or crack in the device material integrity at the site of the defect. The device did not separate in 2 or more pieces. There was no crack or fracture at the hub. It is considered that, while the thrombus was being captured with the embotrap iii, a portion of the embotrap iii was pulled into the cereglide 71 and removed from the patient¿s body. Then, when attempting to retrieve the embotrap iii from the distal end of the cereglide 71, it became caught together with the thrombus, and excessive force was applied to a specific part, which may have caused the stent part of the embotrap iii to perforate the cereglide 71. The device was removed from the patient without the need for additional intervention. It was not necessary to remove the concomitant devices with the complaint device. There were no device fragments that remained in the patient. The event did not prolong the procedure.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Since no device has been received for analysis, no product investigation can be performed, and the reported failure could not be evaluated. A device history review (DHR) associated with lot 25m087av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.